Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced an event where infusion set tubing was detached from quick release. The event occurred on (B)(6) 2024. The location of site was the leg. Infusion set was used for 1 day. No further information was available.